Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has a low vacuum.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site address), g1, g3, g6, h2, h3, h6 (type of inestigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, changed and tested manifold and drive spare parts. After testing and leaving it for one night, the machine works normally and can be used normally. All functional and safety checks performed.

Event description:
N/a.